Manufacturer narrative:
(B)(6). It was reported that during a rotator cuff repair the torsional spring on the self-capture feature. The returned device was visually inspected and the device was found to have a missing trap door and the torsion spring had dislodged from the recessed grooves and was broken. The root cause cannot be determined because the torsional spring is broken. It is likely that the failure was caused by a burr on the end of the proximal arm of the torsion spring but that cannot be confirmed. The burr can catch on a plastic cannula and dislodge the torsional spring from the recessed groove. The torsional spring keeps the trap door closed and after the spring was dislodged the trap door can be damaged when inserted through a cannula. Existing inventory was inspected and the OEM vendor is reviewing the product for potential changes and rework. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. (B)(4).

Event description:
During a rotator cuff repair using the truepass suture passer, self-capture it was reported that after the first passage into the cuff, the little spring broke and it was found in the cannula. The report states that nothing broke into the patient. There was a procedural delay of unknown duration. No backup device was available; the surgery was concluded with no further issues.